Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 568 mg/dl at the time of incident. The customer tried to treat it with bolus but she received a no delivery alarm from the insulin pump. The customer reported that the insulin exited. The customer was assisted with trouble shooting during which it was found that the cannula was bent as she had excessive scar tissue and stretch marks. The customer was advised to change and return the infusion set. Customer states the cannula was bent. The insulin pump will not be returned for analysis.